Event description:
It was reported the customer received a button error alarm. Customer stated they removed the battery and a battery out limit alarm occurred. The customer's blood glucose was 145 mg/dl. The customer could not recall any significant events leading to the alarm. The customer stated they may have exposed their insulin pump to humidity from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Unit received with currents in spec. No unexpected battery out limit. No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, missing end cap sticker.